Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9215-1-02 serial/batch number n/a was received for investigation. Visual evaluation found that the device thread's tip had broken off at the distal end and was not returned for investigation. More visual evaluation of the instrument found visible signs of wear, multiple discoloration spots, and scratches were observed on the device's shaft. The most likely cause for the reported failure is wear and tear.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-9236-02pp univers vaultlock¿ glenoid trial, medium, an ar-9215-1-02 glenoid drill guide handle, long and an ar-9231-02pp drill guide, univers vaultlock¿ glenoid, medium had an issue during a total shoulder arthroplasty procedure on (B)(6) 2022. It was a tough anatomic shoulder arthroplasty case with tight exposure. When removing the medium vaultlock drill guide, the threaded tip of the drill guide handle broke off inside the drill guide, rendering both instruments defective. Later when removing the medium vaultlock trial, the central peg broke off. The piece broke off inside the patient, and was retrieved from the patient. The case was completed successfully. The ar-9236-02pp was not available for return as it was disposed of by the hospital staff. This was discovered during use with no impact to the patient.